Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock. Upon attempted interrogation, the device displayed the message "warning, possible device malfunction".